Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000308722 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They had already inserted it in the tunnel of the leg they were harvesting from, and noticed that only one part was advancing. No, the c-ring did not fall into the patient. It was noticed when they was near the groin already and about to use the hemopro to set aside the branch that only one came up and the other half was still inside. They didn't try advancing this pre-operatively as they should, so they have no way of knowing whether it was already faulty to begin with. Procedure was completed as they asked for a new device. Few minutes delay as the nurses keep their stocks of hemopro in a room few distance away from operating theatre. No harm happened to the patient.